Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user will be re-implanted but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was likely carried out in summer 2022, however no device for investigational purposes has been received.

Event description:
The user's hearing performance with the device is affected. The user was reimplanted on (B)(6) 2022.